Event description:
Dealer states the air baffle was improperly installed from the factory and it completely dislodged in shipping, which made the unit run very hot, shutting off eventually but severely deforming air baffle, base and ruining sieve beds, which are causing low o2. No further information provided.